Manufacturer narrative:
The android log files were uploaded to the cloud system and have been evaluated. The case description states that 5 unexpected boluses were delivered on the date of occurrence while the user was running with activity feature on. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found the engineering logs from the date of occurrence to be overwritten due to continued use of the system. Inspection of the audit log files confirmed the 5 reported boluses delivered on the date of occurrence. The investigation found evidence of interaction with the controller to program these boluses. The audit logs show that for the first reported bolus, 0.3 grams of carbs were entered into the bolus calculator before the confirm button was pressed to deliver a 0.9u bolus. Similarly, the audit logs show that for the second and fourth reported boluses, carb values were entered into the bolus calculator before the confirm button was pressed to begin delivering the boluses. For the third and fifth reported boluses, the audit logs show that for each bolus the confirm button was pressed to deliver an 8u bolus without entering carbs or bg values into the bolus calculator. Subsequently, for both 8u boluses, the audit logs show that the cancel bolus button was pressed, resulting in the controller displaying the "are you sure you want to cancel the bolus?" Message. The "yes" button was pressed to cancel both of these boluses. Additional evidence of interaction with the controller was observed in the android log files at the time of the reported boluses. After the first reported bolus was confirmed, two instances of the "ok" button being pressed was observed in the audit logs after the controller displayed an "iob is estimated" message. Additionally, after the second 8u bolus was cancelled, activity feature was cancelled. The audit logs show that the "yes" button was pressed after the controller displayed the "cancel activity feature?" Message. Investigation of the available log files found no evidence of an uncommanded bolus.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered five uncommanded insulin delivery bolus totaling 3 units of insulin. The patient's blood glucose (bg) was in range (exact bg levels were not reported) and no medical treatment was required because of this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
H3 corrected to yes.